Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they noticed fluid leaking from the tubing where it was connected to the nonbd connector while connected to a patient. There was no patient harm.